Event description:
The proximal graft separated from the distal graft. They are scheduled for a esbe or tx2 dissection stent to bridge the gap. Intervention procedure is scheduled to take place 'next week' (date of this information was thursday (B)(6) 2020).

Manufacturer narrative:
The device was not returned for evaluation. Upon reviewing imaging available for this complaint william cook australia medical director stated: "the endograft was placed into a large aneurysm, and the imaging we have, which was taken early this year, 2020, so it would be almost 3 years since implant, it can be seen that the endograft has bowed forward to the point where it is virtually in contact with the anterior wall of the abdominal aortic aneurysm sac. The anterior wall of the sac has some significant calcification in it. The distal endograft component has pulled out of the proximal component, resulting in separation with a gap. The sac is also fill with thrombus, and at the point where the two graft components have separated, a small ¿bulging¿ of the contrast material can be seen extruding from the gap between the components, but it looks to be restricted by the thrombus filling the sac. There does not appear to be a large type 3 endoleak at this stage, and I note that the patient was booked to have a re-lining of the device across the separation gap to fix the problem". The work order ac995888 was reviewed and appears complete and correct. The graft appears to be manufactured as per the approved by physician order. The device IFU states that the long-term performance of fenestrated endovascular grafts, including the stents placed in fenestrations/scallops, has not yet been established, and all patients should be advised that endovascular treatment requires life-long, regular follow-up to assess their health and the performance of their endovascular graft. Potential adverse events that may occur and/or require intervention include, but are not limited to: endoleak, component migration. The mandatory requirement to always review the complaint history, during a complaint investigation, will ensure that trends are constantly monitored. Based on the information provided, the root cause is unknown. It is possible that the separation was due to: - insufficient fixation (friction) between the proximal and distal components - inadequate retention forces - distal device separation - patient-related factors. The degree of anterior ¿bowing¿ of the graft between the initial procedure and the event reported.

Event description:
The proximal graft separated from the distal graft. They are scheduled for a esbe or tx2 dissection stent to bridge the gap. Intervention procedure is scheduled to take place 'next week' (date of this information was thursday (B)(6) 2020.